Manufacturer narrative:
The account was sent new siderails to repair the bed. Hill-rom initiated a field corrective action, internally known as "mod 414" which replaced the siderails with corrected units. This failure occurred following the correction of this unit.

Event description:
The account alleged the e-ring came off one of the siderails, causing it to be loose and preventing the siderail from latching.